Event description:
It was reported that a spectrum pump displayed the door not fully latched message. It was also reported there was no pt injury.

Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The device was found out of spec with respect to the door not fully latched messages, which were observed at power up. The messages were found to be caused by a loose upper link screw. The link screws were replaced.